Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a 200 mg/dl result on the blood glucose monitor and she felt bad with hypoglycemia. A few minutes later, the patient went to the emergency room. The blood glucose result was 65 mg/dl and the patient was treated with "glucose 500" at the hospital. The patient was in the hospital for 6 hours.